Event description:
During the procedure, the enterprise 453712 did not deployed at the aneurysm neck site. The physician removed enf and prolwer 606s255x safely, and used another same size enf and prowler microcatheter. The procedure was successfully done without any adverse event. The components will be returned for analyses.

Manufacturer narrative:
The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt. Also, this is one of two products associated with complaint (B)(4).

Manufacturer narrative:
The product was received for analysis.

Manufacturer narrative:
During the procedure, the enterprise 453712 did not deployed at the aneurysm neck site. The physician removed enf and prolwer microcatheter ((B)(4)) was safely, and used another same size enf and prowler microcatheter. The procedure was successfully done without any adverse event. The components will be returned for analyses. A non-sterile prowler select plus 150/5cm and a stent device deployed of microcatheter (analyzed under (B)(4)) were received coiled inside of a plastic bag. In luer of hub was found other stent stuck and it was removed. The microcatheter was inspected and was found compressed sections. The microcatheter was inspected under microscope and compressed sections were found on distal end tip. The ID from the microcatheter was measured and was found within specification according to document es05104 rev 7. The functional test was performed according dp 12187777 rev. 3. The received microcatheter was tried to flushing using a lab sample syringe (635-002) but was not possible since the water was not came out from the distal end of the device; a guide wire .018¿ lab sample was introduced into the microcatheter and it was stuck at 118.5cm from the proximal end of hub. The guide wire was removed from the device and the same guide wire .018¿ lab sample was introduced into the microcatheter for distal end tip and it was stuck at 36.5.5 cm. The microcatheter was cut at 120cm from the proximal end of hub. The guide wire .018 was inserted and additional force was applied to it and residues of blood dry were expulsed from the cut section. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the costumer as ¿catheter (body/shaft) ¿ resistance/friction¿ was confirmed during the functional analysis. The cause of the failure experienced by the costumer appears was due to the compressed section and condition of residues of dry blood found inner of microcatheter, the cause of these conditions could not be conclusively determined. However, neither the analysis nor the DHR suggest that the failure reported could relate to the manufacturing process; additionally inspections are in place that prevents these kinds of damages leaving from the facility. Therefore, no corrective actions will be taken at this time.